Manufacturer narrative:
Other relevant device(s) are: brand name: micra, model #: mc1vr01-delsys / expiration date: 08/28/2020 / serial#: (B)(4), UDI #: (B)(4), device available for evaluation: no, device mfg date: 04/04/2019, labeled for single use: yes, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the initial deployment of the leadless implantable pulse generator (ipg), poor sensing and no capture were exhibited and so, the ipg was recaptured. While attempting to redeploy, a cardiac perforation occurred with an associated pericardial effusion and tamponade. The implant procedure was abandoned and pericardiocentesis was performed. Cardio pulmonary resuscitation and life-saving measures were attempted but were unsuccessful in reviving the patient. The patient passed away.